Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was impacted (198 mg/dl).

Manufacturer narrative:
The device has not been returned received for evaluation. If the device is ultimately received a supplemental form will be submitted.